Event description:
A 3.0 mm x 15 mm endeavor sprint rx coronary drug-eluting stent delivery system was inserted in the pt to treat an unk lesion. The lesion morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that while the delivery system was being advanced through the y-connector, the hypotube snapped. The delivery system was successfully removed from the pt. No clinical sequelae were reported and the pt is reported to be fine. Evaluation summary: medtronic has received the device and its analysis has been completed. The proximal shaft had detached 16.4cm distal to the stain relief. The stent was positioned between the balloon pillows on the un-inflated balloon. The device was returned broken in two. As per the event description, the stent did not reach the vessel and no damage was noted to the stent of the returned device. The shaft at the break points appears to be narrowed indicating that the shaft was bent at this point. As per the event description, the physician or his assistant cannot remember if the hypotube was bent and re-straightened. It appears most likely that the hemostatic valve/ y-connector may not have been opened sufficiently to allow easy loading of the device into the guide catheter. It is reported that the physician did not feel that this was a serious issue and felt that the event was a consequence of the equipment used. The device most likely kinked and broke during the loading of the device. Recreations completed by r&d engineering show that breakages can occur if product is exposed to excessive bending force during delivery or if sufficient bending/manipulation is applied.